Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. On (B)(6) 2016, blood glucose level was 400 mg/dl and patient experienced symptoms of nausea and dizziness. Patient was taken to hospital where correction with pump unsuccessfully lowered blood glucose levels. Patient received a pump from the hospital which lowered patient's blood glucose. Patient later switched back to her own pump and blood glucose again increased. The infusion device was requested to be returned for product evaluation.